Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Medical product- psn fem cr por ccr std sz8 l catalog #: 42502806401 lot #: 62763696,psn asf uc 16mm ply l 4-11 ef catalog #: 42511200516 lot#: 62715755, psn all poly pat ply 32mm catalog #: 42540000032 lot #: 62816540, and tibia cemented 5 degree stemmed left size f catalog #: 42532007501 lot #: 631121162. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07650. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Review of the complaint history determined that no further action is required as no were trends identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation.

Event description:
It was reported the patient underwent a left total knee arthroplasty. Subsequently, it was reported the patient underwent a revision procedure approximately twenty months post-implantation due to possible loosening and pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed based on operative records received indicating that the patient was suffering from left knee pain due to tibial base plate loosening after bone scan and radiographic evaluation. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.